Event description:
During use for a cardiopulmonary bypass procedure, the roller pump rollers did not rotate smoothly when tubing was placed in the pump raceway. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.